Manufacturer narrative:
One tracheostomy tube was received for evaluation in relation to the reported event, in used condition, without its original packaging and with its certificate of safe handling. During the test, a leak was found in the cuff. The hole is observed with a straight shape without flash in the periphery. The reported event was confirmed. Root cause was unable to be determined as the reported event could not be replicated utilizing tools that are used in the manufacture of the device. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported during pre-test of the tracheostomy tube there was a cuff leak. There was no patient injury reported.